Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the leadless pacemaker (lp) exhibited higher thresholds than at implant leading to loss of capture and bradycardia. The threshold was reprogrammed. The patient was stable.